Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt called back stating they were experiencing numerous problems and did not even know where to begin. Pt noted they had a lot of stuff replaced and last time they called they were told to contact their healthcare provider (hcp) and when pt called their hcp they told the pt they could not see them until april. A few days ago pt's implant was at 70% and they could not charge up to 80% even after an hour at recharging excellent and now the implant would not charge even after 1 hour and 15 minutes of recharging excellent; the implant was at 60%. Pt noted their controller would not charge either. During call pt verified they were using the new equipment. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the controller battery in and it had a solid green light and the controller battery was at 100%. When asked pt noted they had gained 5 to 10 pounds but does not think that played a factor into their recharging problems. Pt noted they had not received any error messages. The patient is being sent out a replacement recharger (rtm).

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6) product type recharger product ID 97745bp serial# (B)(6) product type accessory product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger product ID 97755 serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the circumstances that led to the trouble charging was some of the patient's charging device parts were not working properly. A new charging device was sent. The issue was resolved to some degree. The patient had an appointment with their pain management and manufacturer representative.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they got "batteries empty: replace controller batteries soon" when recharging their ins and could not charge their ins past 80% without getting the message on their controller since either friday or saturday. Pt came into the call escalated and said they could not charge their controller or their ins. During the call, the pt plugged the controller into the ac power supply and the green light was blinking on top of their controller. Then, the pt unlocked their controller and the controller was charged at 90% and the ins was charged at 70%. Pt initiated a charging session of their ins with a recharge quality of "excellent." The ins incremented from 70%-80% during the call. The pt mentioned the ins incremented to 80% over the weekend the last couple of times the pt charged the ins, but then the controller displayed the "batteries empty: replace controller batteries soon" and the pt could not charge their ins past 80% even though the controller was charged. An email was sent to the repair department to replace the recharger antenna. No symptoms were reported. Additional information was received from the patient. Pt called back stating they received a replacement recharger but they are confused because the message was saying replace controller batteries. Ps reviewed information how that is a false message and is an indication that the recharger is bad. Caller stated they will try to charge the implant with the replacement recharger and go from there. Ps reviewed with caller that after they are done charging the implant they will likely need to connect the controller to the power supply and charge the battery pack. Caller is nervous as they are traveling tomorrow. Ps reviewed with caller to call back today if they have issues but the replacement recharger should resolve. Additional information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are having issue with the controller since early (B)(6) 2021. Patient reported the screen will show batteries need to be replace in the controller. Patient stated they have to reposition the recharger to charge the implant and it takes long time to get excellent charging quality. Troubleshooting was unable to be performed as patient services (ps) told patient to connect with controller and controller showed ins 80% and controller 100% charged. Ps reviewed batteries information. Ps confirmed patient did not have a fall or trauma. Ps reviewed if controller does not resolve the issue, patient will need to consult with their healthcare provider (hcp) for next step. The patient was sent a replacement controller. No symptoms were reported. Additional information was received. The pt called back re-reporting information previously documented in this case. Pt said they were still unable to recharge their ins after receiving their controller replacement. Pt said it worked for a "little while" however, they were still seeing the screen saying the controller batteries needed to be replaced. An email was sent to repair for li battery replacement. Additional information was received from the patient. Pt called back and said they received their battery pack replacement and they are still having issues with charging their implant. Pt said that their implant battery will not charge past 70-80% on "excellent" charge quality. Pt said the controller battery does charge up to 100%. A replacement recharger (rtm) was sent to the patient. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient called stated they are not happy at all with charging the implant for the last two weeks. Patient stated all the external devices has been replaced and they are still having trouble with charging the implant. Patient stated it took 45mins for the ins to go from 90%-100% at excellent recharging last night, and it took ins to go from 80% to 90% in 15mins last night. Patient stated his ins is taking a long time to charge and they are getting excellent quality when recharging the ins. Patient stated they charge ins every day and they turn therapy off at night. Patient services (ps) asked patient to connect with controller, controller shows 100%, ins 80% charged. Ps confirmed patient did not have fall or trauma. Ps reviewed all the external devices seem to be functioning as designed. Ps recommend patient consult with their healthcare provider (hcp) hcp for next steps.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745bp, serial#: (B)(4), product type: accessory. Product ID: 97745, serial# (B)(4), product type: programmer patient. Product ID: 97755, serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.